Event description:
It was reported that out of range impedance alerts triggered due to variable and high impedances on the right ventricular (rv) and superior vena cava (svc) coils following a device changeout. Visual inspection and manipulation, as well as disconnection and reconnection of the connector pins was performed, resulting in continued variable impedance. A coil issue was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.